Event description:
This is a complaint from the attorney general in (B)(6) for several fresenius clinics related to the allegation of risk of cardiopulmonary arrest (cpa) and death after the use of the product. There were no specific patients or event dates provided.

Manufacturer narrative:
This is one event (death) for the same patient involving three separate products.